Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a lead revision, decrease in sensing was noted. The lead was explanted when repositioning was unsuccessful. The procedure was completed successfully without adverse consequence to the patient. The patient condition is stable and will continue to be followed normally.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.